Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. The customer's blood glucose was 193 mg/dl at the time of incident. The customer was assisted with time and date. The customer mentioned that they received a failed battery test alarm after battery change. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.